Manufacturer narrative:
The certas plus electronic tool kit was not returned for evaluation (is not available for return as per customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a potential root cause is internal short within battery causing rapid increase in temperature. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a burning smell during use of a certas electronic tool kit (ID 828852). It was confirmed that the battery was overheating. The device would not turn on even after replacing the battery. The new battery also overheated. The procedure was completed with a replacement product available. No patient injury reported, and the event did not led to surgical delay.